Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant wasn't completely covered by bone, possibly biomechanical overload , possibly bruxism, immediate implantation, increased sensitivity, inflammation, mobility